Manufacturer narrative:
The unit had no unexpected battery out limit alarms during testing. The unit was received with high idle currents; the problem was isolated to the lcd board. The unit also had a minor scratched lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called to report that the batteries did not last very long, and he received multiple battery out limit alarms. The customer's blood glucose reading was unknown. The customer performed troubleshooting but the device alarmed battery out limit again. The customer was advised to discontinue use of the device and revert to a backup plan. The customer's device was replaced and was returned.